Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during placement of a smiths medical portex® blue line® tracheostomy tube there was bleeding noted and the patient complained of pain "under the throat". The tube was then exchanged with no further adverse effects.